Event description:
Information received with return of the explanted device notes that post implant, the programmer would not communi- cate with the device. The patient's heart rate was 34 bpm and there were no pacing spikes. During intervention, a new device was placed but the problem persisted. A third device was placed without further problem. Post explant, the first two devices were checked by another physician and found to function normally.